Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there was an unspecified battery issue. No adverse consequences to the patient were reported.

Event description:
It was reported that there was a battery issue. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they ran battery conditioning test twice - no issues found. No power to keypad - replaced keypad. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 19nov2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The device was fully investigated and the reported issue was not confirmed. Replaced keypad for unresponsive keys. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA ca-2015-0209 pcu unresponsive keys.

Manufacturer narrative:
Additional information to: investigation completed.

Event description:
It was reported that there was a battery issue. There was no patient involvement.